Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer report number 1627487-2020-49072. It was reported the ipg is having issues staying connected. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein the l3 lead was partially explanted due to scar tissue and the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a later date to explant the partial l3 lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.